Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was a pump jam with the cardioplegia roller pump on the perfusion system. The device was not changed out. The user had to hand crank the roller pump. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient. Per the clinical review on (B)(6) 2013: during this procedure, the initial dose and some maintenance doses of cardioplegia were able to be administered without issue. During the last maintenance dose of cardioplegia, a pump jam occurred and the cardioplegia pump stopped and stopped the delivery of the dose. The perfusionist (ccp) decreased the roller pump occlusion and blood began to back-up into the drug line of the cardioplegia set. This indicates the occlusion is too loose. The occlusion was tightened and delivery was again attempted and the pump stopped again with a pump jam message. The ccp elected to use the hand crank to finish this dose of cardioplegia. After the dose, the perfusionist was able to adequately set the occlusion if further dosing was needed. But no additional doses were required. Though, the dose was delayed by about 30 seconds, the actual surgical procedure was not delayed. The case was completed successfully and there was no loss of blood associated with this event. The roller pump was not changed out and there was no harm observed or reported.

Manufacturer narrative:
The sales representative changed the pack so the pump jams would not occur anymore. He changed the durometer on the specifications for the user's pack on the cardioplegia line to 65 from 70.